Event description:
In 2000, the pt contacted the MFR and informed the MFR's representative of the following: the device (catalog/lot# unknown at time of contact) was implanted in 2000, at a facility. The device was accessed two (2) times. In 2000, during the administration of adriamycin, the device started leaking. The pt expereinced swelling, redness and the skin in the area was discolored/burnt. The pt went on to state the device was removed at another facility. The pt has the device in possession and was willing to return it to the MFR for analysis. The pt had an appointment with their physician (2000), and would contact the MFR's representative with add'l info regarding the catalog/lot number of the device and to make arrangements to return it to the MFR for analysis. In 2000, the pt contacted the MFR's representative and did not know the catalog/lot number of the device in question, it was not put on the pts ID card. The pt saw the physician and the physician did not know why the device leaked, but thought it was a good idea to return it to the MFR for analysis. The pt had another appointment with their physician (2000) and would try to obtain the catalog/lot number. The date the pt has not contacted the MFR with the info. No further details are available at this time.